Event description:
Found out I had lung cancer though I never smoked. I had used philip's dream machine continuous positive airway pressure for 2 years until their recall. I am scheduled for lung surgery in (B)(6) 2024. I don't know how to find out if the CPAP was a contributing factor.